Manufacturer narrative:
(B)(4). Medwatch number is (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the left ureter of a patient on an unknown date in (B)(6) 2016. The patient returned on (B)(6) 2017, for a planned stent removal and exchange procedure. According to the complainant, during the stent removal portion of the procedure, the stent was identified to have moderate encrustation. The stent was brought out through the urethral meatus. An attempt was made to pass a guidewire into the stent, but was unsuccessful due to encrustation of the stent, therefore, the stent was removed. A retrograde pyelogram demonstrated mild hydronephrosis, from the stent's decompression of the collecting system. A 7-french 26-cm double-j stent was placed and positioning was confirmed by fluoroscopic imaging and direct visualization. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine¿.